Event description:
On 9th june 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens would not completely eject from the injector and had to be removed from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens failed to fully eject from the injector necessitating removal from the eye. The surgery was completed without further complication and without injury to the patient using a back-up iol. The additional information received identifies that the surgeon experienced resistance during injection. The rayone IFU "use of rayone" section "fig 7" includes the statement "if excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The product has been retained and is being returned to rayner for evaluation. To date, the product has not been received by rayner. Our review of production records for the rayone aspheric rao600c batch 033211948 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 033211948.